Event description:
Philips received a complaint on the defibrillator indicating that the device had a charging fault while using the defibrillator monitor on a patient. The nurse then switched to using another device. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock or monitor.

Manufacturer narrative:
Patient outcome code grid is corrected.